Event description:
It was reported that the customer was hospitalized for dka. The cause of their admission was unknown. Troubleshooting was performed. The programming and histories on the pump were accurate. The nurse stated that she removed the batteries and reservior, downloaded the pump and customer had an alarm. Instructed to clean the battery contacts and called back for further testing. The contact also mentioned that the download shows an alarm message and the customer maybe had not done their priming correctly. Few days later the cusotmer called back to report that the batteries last less than a week. A replacement pump was sent.